Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) found that the enhanced half-height drawers 4.1 and 4.2 were off the bus. Upon opening the back panel, the fse observed that there were no lights on the pyxibus module board. Both drawer controller boards were tested, and it was found that the drawer 4.2 controller had also failed. The fse replaced the drawer controller board and the pyxibus module board. The system was then tested using the diagnostics application and customer tested the device. A proactive inspection was performed. System functioned as intended after the field service engineer repaired the device